Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients are not crossing over to all the stations. A technical support specialist (tss) had connected to the server and verified that all messages were current. Tss had then run a messaging query and confirmed that there had been no delays in processing or receiving messages from the carefusion coordination engine. There had been no response from the customer despite multiple follow-ups. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple patients were not crossed over to all the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.